Event description:
It was reported that patient was near syncope. Intermittent over sensing inhibiting pacing and a rise in impedance was seen. The device has been programmed to do and the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.